Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose level reportedly reached 50 mmol/l (900 mg/dl) with ketone levels of 6 mmol/l while wearing the pod; the duration of hyperglycemia prior to hospitalization was reported as approximately three days. Symptoms reported include cognitive impairment, and low iq. Medical assistance was required, and treatment was provided in hospital; specific treatments administered were not reported, although a diabetes specialist nurse (dsn) reduced ketone levels to approximately 2 mmol/l within a couple of hours then the patient was admitted to the ward. Additionally, the healthcare professional (hcp) believes that the pod may have become dislodged as the controller said no active pod but the (hcp) believes that it still showed him that he was delivering boluses. The patient was discharged from hospital on (B)(6) 2026.